Event description:
Arrow mac2 2 lumen cvp access placed for swan ganz catheter access in pt with mitral valve surgery. Post-op, following repositioning of sg cath, blood began leaking from introducer. Device removed without incident.